Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. .

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 and mesh was implanted "across bladder and secured into buttocks". The patient reported the mesh eroded into the vagina and having corrective surgery to repair the damage but the surgeon refused to remove the whole mesh. The patient is uncertain of the dates of surgeries and does not believe they have surgical notes now after all these years. The patient further reported they cannot sit down on hard surfaces /chairs or benches because the mesh into the bottom is very close to the outer surface. The patient needs to have padded seats anywhere they go and has also developed auto immune conditions. They cannot squat down on the floor, cannot walk far as the nerve damage has made legs and feet numb. No further information available as reporter details have not been disclosed (confidential).